Event description:
It was reported that during an unrelated procedure, the patient's pulse generator did not deliver therapy during an episode of ventricular fibrillation due to noise. Magnet reversions followed the ventricular fibrillation episode. No intervention was performed to address the issue. Patient had no untoward effects due to the event and is stable.

Event description:
New information received stated that there was an additional episode of ventricular fibrillation due to noise on the implantable cardioverter defibrillator. No further information available.